Manufacturer narrative:
The hat trick device was broken, with the male to female coupling still intact. The male shaft broke off just as it exited the female part. The surgeon does not believe that the device failed on its own, as the patient stated that she may have bumped her toe when she came home the day of surgery when her foot was still numb. Three unsuccessful attempts were made to obtain additional information. A visual inspection of the hat-trick pip confirms the stated failure. The proximal and middle phalanx implants have fractured at the fusion connection site the barbs end of the proximal phalanx implant remains seized in the middle phalanx implant. A review of the device history records (DHR) was completed and no manufacturing or material abnormalities were noted that could have contributed to the reported incident. A review of the sterilization records revealed the product was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken hat trick pip implant was removed from a patient with an infection. The surgeon does not believe that the broken component contributed to the infection. The patient reported that she might have hit her foot the day of surgery while still under local anesthesia and was unaware of the possible event.